Event description:
It was reported that the customer experienced an intermittent elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.